Manufacturer narrative:
Device evaluation: d9, g6, h2, h3, h6, h11 h3: findings / root cause: no performance issues were found. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top level system running software version 6.1.0.2, and upon startup the display showed the standard startup sequence as expected performing the self-test as usual and there were no alarms or warning messages. The reported complaint was not duplicated in the fa lab.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the customer emailed in logs stating that vent is giving tf 300 alarm. The logs were analyzed to find tf 316 blower failure, 545 stepinspvalve value out of range, and 300 device in failsafe. There was no patient involvement reported.